Manufacturer narrative:
Device analysis report attached. This report is submitted on july 19, 2024.

Manufacturer narrative:
This report is submitted on june 14, 2024.

Event description:
Per the clinic, the patient was experienced an extrusion through blind sac closure. The patient was hospitalized overnight and placed under general anesthesia on (B)(6) 2024, in order to explant the device. The patient also was reimplanted with another cochlear device during the same surgery